Event description:
Patient is a middle aged gentleman with end-stage renal disease who has undergone multiple abdominal procedures including hernia repair approximately five years ago with parietex composite mesh. He has had a chronic draining sinus from the mid portion of his midline incision. He underwent a wound exploration approximately three years ago where some foreign material was removed, presumably mesh. The wound was closed, but he continued to have a chronic draining sinus that drained purulent material on a basically daily basis. This was causing significant compromise to his quality of life.